Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulty filling reservoir. Customer's blood glucose was 122 mg/dl. Customer reported that a piece broke off from reservoir when attempting to pull reservoir off. Customer also reported that the infusion set fell apart. Reservoir would be replaced.